Manufacturer narrative:
Concomitant medical products: item# 01.00013.509, lot# 2920752, dural alpha insert w rim ii/32. Item# 00-8018-032-02, lot# 64065896, femoral head sterile, 12/14 taper. Item# 00-8114-000-10, lot# 63895896, cpt 12/14 size 0 cocr ext. PMA/510k: this product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k003758. Device evaluated by MFR: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. The manufacturer did not receive x-rays, or other source documents for review. Device history record (DHR) was reviewed and no discrepancies were found. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following report is associated with this event: 0009613350-2019-00119.

Event description:
It was reported that the patient had a revision surgery approximately five months post implantation whereby a temporary cemented stem and cup was implanted to treat infection.

Manufacturer narrative:
Correction: b4, g4, g7, h10. Additional: h2. It has been realized that this case is a double entry. The incident is already reported with (B)(4). Therefore this MDR is obsolete. Please invalidate the case from your system. Zimmer¿s reference number of this file is (B)(4).

Event description:
See h10.